Event description:
A physician reported that the cutting failure of the cutter occurred during surgery. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened probe were received, with tip protectors, in trays, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be damaged at the tip. Gouge marks observed at one location on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder and retainer were disassembled and the component were visually inspected. The component were deemed visually conforming. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material and clear foreign material on the port face, welded cap and needle. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation, the cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and other locations along the inner cutter. The extension pulled out of the coupling; no presence of adhesive observed on the extension. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms that the returned probe sample one had a cut failure, the evaluation also indicates the probe sample 1 had an actuation failure, the exact cause of the actuation failure cannot be determined from the evaluation performed. The most likely root cause for the observed cut failure on probe sample 1 and a potential contributor factor for the actuation failure is the damaged observed at the inner cutter tip. How and when the inner cutter tip became damaged cannot be determined from this evaluation; however, a manufacturing related root cause cannot be ruled out. The complaint evaluation indicates that the returned probe sample 2 had an actuation failure. The cut functionality of the returned probe sample 2 was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The root cause for the actuation failure is components detachment (extension/coupling). The root cause for the components detachment as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A non-conformances investigation has been initiated associated with the observed inner cutter tip damaged on returned probe sample 1. No additional actions has been taken by the manufacturing site as the reported cut failure was not confirmed on returned probe sample 2 and it appears that the observed actuation failure observed on returned probe sample 2 was due to excessive use if the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).